Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown side on (B)(6) 2015. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to a femur fracture caused by patient trauma. No further information has been provided.